Event description:
During an iliac stenting treatment procedure, the sentinol nitinol biliary stent system the physician was concerned that the stent may not have been loaded on the delivery system as the stent was not visualized in the vessel during the procedure. The procedure was successfully completed with another stent of the same type and size. No pt injuries or complications were reported. Pt status is reported as "fine".